Event description:
The customer reported that they could not save images to the system. There is no report of death or serious injury with the complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.